Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a whipple procedure, the first device fired fine and the surgical tech was handed the instrument and was unable to open the device. Case completed with another device of the same product code. There were no patient consequences reported.